Event description:
Major pump unit(s) involved: external control system failure.additional text: power spikes.specific component(s) involved: external controller malfunction; pump drive unit malfunction.additional text: power spikes, flow interruptions; thrombus.other component:causative or contributing factor: patient non-compliance in device .maintenance/protection.other cause:intervention(s): replacement of external controller; replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction, pump drive unit malfunction.